Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned approximately 6 years post index procedure with aneurysm enlargement of 13mm. The patient has refused treatment for the aneurysm enlargement and as of the date of this report, there have been no additional patient sequelae reported.